Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device.the returned sample revealed that it was received, one empty labeled winding former, one needle suture piece and a detached needle that pertain to product code eh7585h. This product code is double armed. During the visual inspection of the detached needle, the swage and attachment area was not as expected; since the hit of the stake was on the edge of the swage area of the needle. The barrel hole was examined and suture remnant could be observed. In addition the needle suture pieces was visually inspected and no anomalies or issues related to pull off were noted. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. Based on the information currently available, an incorrect swage issue was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Aa manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: * what is the lot number?=>sjbjqm.

Event description:
It was reported that a patient underwent an abdominal aortic aneurysm procedure on (B)(6) 2023 and suture was used. During the procedure, the suture was detached from the needle during use on aorta. It was not a control release needle. No adverse patient consequences were reported. Additional information was requested.